Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence, chronic abdominal pain, chronic pain syndrome, acute inflammation, mesh migration and adhesions. Post-operative patient treatment includes revision surgery, lap extensive lysis of abdominal and intestinal adhesions, lap removal of previous one of the old mesh, lap ventral hernia defect repairs separately with 2 different mesh and exparel injection for abdominal wall nerve block.